Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. This issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," although the specific value was not known. In response, the customer administered a correction injection using a manual method and did not require outside assistance. Technical support educated the customer about battery usage related to their settings, and the customer acknowledged the explanation and resumed insulin delivery.